Manufacturer narrative:
Customer is slightly anemic and has low kidney function/kidney failure. Patient's current health status may lead to unexpected inr result. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 1.2, 2nd inr: 1.8, 3rd inr: 1.1, 4th inr: 1.6, mean: 1.43, sd: 0.33, %cv: 23.11. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Previous investigation of strip l/n 243699 from (B)(6) 2011 met precision criteria. Donor 1: 1st inr: 2.7, 2nd inr: 2.8, 3rd inr: 2.8, mean: 2.77, sd: 0.06, %cv: 2.09. Donor 2: 1st inr: 2.8, 2nd inr: 3.1, 3rd inr: 3.0, mean: 2.97, sd: 0.15, %cv: 5.15. Since %cv is less than 16%, inratio meter results pass the criteria for precision. No further testing is required at this time. Patient's condition may affect inr test results. Data analysis from repeated inratio tests revealed that test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip test result comparison met precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.2, re-test: 1.8, re-test: 1.1. Patient's daughter is testing her father. Testing was done within a few minutes of each other. Customer also tested with the same strips on her mother's meter (also inratio) and got 1.6.